Event description:
Pt represented to the operating room for removal of appendix due to perforation. Upon closing the pt, the stapler jammed and was unable to be used. Pt was successfully closed and stapler was saved. No harm to pt.